Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
Request by customer to help with downloading data from rad 8 serial number (B)(4). The customer had problems trying to download data using (B)(4) download and requested help to do this as an urgent matter yesterday (B)(6) 2015. The reason for the urgent download was that there had been an incident in (B)(6) and that the rad 8 was a piece of evidence in a police case and they required the data from the rad 8. Masimo rep attempted (B)(4)-download after over 2 hours and 92000 packets of data had been downloaded the programme crashed. Another download was then tried using (B)(4) latest version this also was unsuccessful. The masimo rep informed (B)(4) he was unable to help any more and suggested that the monitor be returned to the us to see if the data can be downloaded. Additional information received indicated that there was a patient death. The date of death was not provided.